Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/17/2019. It was reported that the central processing unit (cpu) printed circuit board (pcb) was replaced by customer to address the issue. It was believed that the customer replaced to address the issue (cpu) (pcb) as no additional information was provided. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator had a primary alarm failure (1102). There was no patient involvement.